Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced tape not sticking event on (B)(6) 2026 due to sweating. No further information available.